Event description:
A distributor complaint was reported by dinno santé regarding a pump that experienced a corrupt registry and lost its history on september 16, 2025. There was no reported impact on the customer's blood glucose level. The pump is scheduled for return, with an expected return date of october 27, 2025. A replacement pump has already been issued to the customer.